Event description:
It was reported that the patient experienced an underdose, including an increase in pain. The patient experienced symptoms of withdrawal beginning approximately (B)(6). The pump contained morphine 50 mg/ml at a dose of 9.794 mg/day. A critical alarm was heard and confirmed by telemetry. The alarm was due to a motor stall on (B)(6) 2010; the stall was constant. A "stopped pump period may exceed tube set" message was also noted in the logs 48 hours after the stall. The patient did not recall having an MRI or any other environmental changes during that time frame. The actual residual volume of 18 ml aspirated on (B)(6) 2010, was greater than the expected residual volume of 1.7 ml. The pump was then updated. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).